Event description:
The initial reporter received questionable crep2 (creatinine) results from approximately 400 patient samples tested on the cobas 8000 c702 module. The reporter was not able to confirm if the questionable high initial results were reported outside of the laboratory. The failed delta checks prompted the rerun of the patient samples. The reporter was able to provide three patient samples with discrepant results: sample 1 the initial result from the module was 1.5 mg/dl. The repeat result from the other module was 0.59 mg/dl. Sample 2 the initial result from the module was 1.29 mg/dl. The repeat result from the other module was 1.00 mg/dl. Sample 3 the initial result from the module was 0.9 mg/dl. The repeat result from the other module was 0.65 mg/dl. The repeat results were deemed correct.

Manufacturer narrative:
The reagent lot number is 75442501 with an expiration date of 31-jul-2024. The investigation is ongoing.

Manufacturer narrative:
The investigation reviewed the last calibration performed on (B)(6) 2024 and the qc recovery. The results were within specifications. The investigation reviewed the alarm trace. The trace had "abnormal aspiration (sample probe a)", "abnormal aspiration (sample probe b)" and "abnormal aspiration sample probe" alarms. The field service engineer (fse) inspected the module and determined the event was consistent with a sample probe issue. The fse lowered the gear pump pressure in all the horizontal adjustments and adjusted the wash levels for the reagent and sample probes. He also fixed the tube on the rinse head, checked the vacuum at the waste vessels for clots, and replaced one of the sample probes. The customer performed qc. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.